Event description:
It was reported that the 2600 system would not fluoro during a cysto seed implant study. The 2600 system was not used to complete the procedure. The procedure was completed using an ultrasound. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested, found to be working as intended and placed back into service.